Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported shaft deformation was confirmed. The reported failure to advance could not be confirmed as it was related to operational context of the procedure. The hypotube was separated but held together by the outer member proximal from the guidewire exit notch. The material at the noted separation was jagged and there was a hole in the outer member at the noted separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion during advancement causing the reported failure to advance. Handling and/or manipulation of the device during the reported difficulties likely resulted in the reported shaft deformation and observed separation and condition of the separation (jagged and hole in the outer member). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. A .014 command guide wire was used and the lesion was pre-dilated with a 3.0 unspecified balloon. When attempting to advance each 3.5x28mm and 3.0x38mm esprit below the knee (btk) delivery systems resistance was met with anatomy and both shafts were noted to kink. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. Per device analysis, it was identified that 3.0x38mm esprit btk hypotube was separated but held together by the outer member 10.5 centimeters (cm) proximal from the guidewire exit notch. The material at the noted separation was jagged. There was a hole in the outer member at the noted separation. No additional information was provided.